Event description:
It was reported that the remote monitoring transmission showed episodes of atrial standstill or atrial undersensing. The patient was noted to have been in the hospital a couple days prior. Follow up with the physician indicated that the patient's medications were changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: yrbrx2816165 stent graft; yrirx16115 stent graft, implanted (B)(6) 2004; 419488 lead; 694865 lead, implanted (B)(6) 2007. (B)(4).